Event description:
The patient reportedly experienced poor performance with use of device. Device testing revealed several open electrodes and x-ray revealed that the device has migrated out of the cochlea. The surgeon is pursuing device repositioning or revision. The surgery will be scheduled.